Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed and the damage in the device was confirmed. The clinical / medical investigation concluded that, based on the limited clinical records provided, the cause of the revision was due to instability. However, without complete clinical records and/or the analysis of the explanted device, it cannot be concluded that the instability was due to a mal-performance of the implant, and a definitive root cause for the revision cannot be determined. Therefore, the patient impact beyond the revision and post-operative healing and rehab cannot be determined. No further clinical assessment is warranted at this time. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to fit/sizing issue, lifetime of device or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patients knee was found unstable. Insert was explanted and found damaged.